Event description:
The device was explanted after the patient presented for an emergency follow-up and was bradycardic. There was no right ventricular capture, and lead impedance had increased. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis confirmed increased impedance and no output conditions. Further analysis determined this was the result of high current leakage internal to a ceramic capacitor. Additional testing determined this event appears to be related to a small silicon particle from the belt used to hold the part during the termination operation. Normal wear of the belt throughout its life may produce these particles. During the high temperature termination firing process the particle evaporated, causing a void in the termination and reducing the effective termination thickness. This area results in a weakness that is sensitive to thermal stress during soldering.